Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified

Event description:
It was reported that a patient underwent an abdominoplasty procedure on an unknown date and suture was used. The suture broke when finishing the knot. Another similar product was used to complete the procedure. There were no adverse patient consequences reported.